Event description:
It was reported that externalized conductors were observed via review of x-ray on the right ventricular (rv) lead. No electrical issues were noted. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.